Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a fistula using an indigo system catd aspiration catheter (catd) and a non-penumbra introducer sheath. During the procedure, while attempting to insert a catd without the use of a peel-away sheath into an introducer sheath, the physician kinked the distal tip of the catd. Therefore, the catd was removed. The procedure was completed using a new catd and the same introducer sheath. There was no report of an adverse effect to the patient.